Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer's blood glucose had been running as low as 50 mg/dl. The customer also had high blood glucose. The customer's mother declined troubleshooting for these issues.